Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in (B)(6). It was reported that the patient was hospitalized for three hours due to hyperglycemia on (B)(6) 2026, with high blood glucose levels remaining elevated for more than four hours. The patients blood glucose level was 420 mg/dl at the time of admission. Due to high blood glucose level patient experienced loss of consciousness.the patient got treated with manual injection and hydration. No further information is available.